Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels from 45-400 mg/dl. The cause of fluctuating bg levels was unknown; however customer indicated that a high bg event was caused by over-correcting low bg with carbohydrates. The customer called paramedics who administered a glucagon shot. Customer was transported to the emergency room (ER). While in the ER customer's blood glucose level rose to the 300-400 mg/dl range and the customer was subsequently hospitalized. Bg was treated with intravenous insulin and the customer was released on (B)(6) 2019 with the issue resolved and no permanent damage.